Event description:
It was reported that "procedure: unk. Surgeon reported that the patient she had few weeks ago has developed wound issues. Patient wound essentially broke down around the purse string, and also in the axilla. The stratafix ((B)(4)) suture causing wound dehiscence. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture on the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. One device history record was reviewed. There were no non conformances issued for this lot nor suture component lot. The product from this finished good lot and all of the components met surgical specialities requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4), item #sxmd1b100 stratafix spiral pga-pcl knotless tissue control device, ps-1 2-0 monoderm 30cm lot unk.